Event description:
It was reported that a tcr55 was used during a esophagectomy. It was reported by the affiliate that a small blue tip (flash of cartridge) remained in the staple line. It was removed from the tissue. There was no consequence to the patient.